Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a lumbar (neurological) surgical procedure the attachment device "started to get hot" and was "too warm." The reporter stated that "water irrigation was used during the case as it is a requirement when drilling into the bone to avoid burning the bone." The reporter stated that there was no delay to the planned surgical procedure. A spare identical device was available and was pulled from another tray. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.